Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the u.s, anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result from a blood donation from a (B)(6) year old female. The second donation from the donor generated (B)(6) results. The plasma product from the first donation was sold to a company for use in research where it was tested for (B)(6) rna pcr and generated a (B)(6) result. The customer further indicated three recipients received the blood products from the first donation. Recipient 3 (age and gender unknown) received the platelets from the donation. Recipient 3 has tested (B)(6) for (B)(6) with the architect assay. See also manufacturer report numbers 3002809144-2018-00021 and 3002809144-2018-00022 for the 2 other recipients and 3002809144-2018-00025 for the anti-hcv assay.

Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documents and a review of labeling. The sample that tested non-reactive with the architect anti-hcv assay was not available for return, therefore sample specific testing could not be performed. Review of complaint activity determined that there is normal complaint activity for likely cause lot 81494li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 81494li00 was calibrated and controls were ran. The calibration met instrument specifications and all controls were in the typical range. The reagent lot was tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 81494li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 81494li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.